Manufacturer narrative:
The analysis results sfound that the cartridge was returned in its sterile package; the package was noted to be damaged externally with enough force that the cartridge got damaged as a result. Several unformed staples were found loose inside the packaging; in addition, the pan was noted to be dislodged due to the damage. It should be noted that a 100 % inspection takes place during mfg to ensure the device meets the required specification prior to shipment. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that prior to an unk procedure, two devices were observed to have staples and foreign matter in the sterile packaging. The retaining cap was broken. Add'l devices were pulled to complete the case.there was no pt consequence.